Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, loss of sensing was observed. Further review of episodes noted that the patient received an inappropriate shock twice with antitachycardia pacing therapy. A chest x-ray was performed, and it was confirmed that the right ventricular lead was dislodged leading to inappropriate shock. Programming changes were made, and the patient was scheduled for lead revision procedure. The right ventricular lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the during lead revision procedure the helix failed to retract within the body due to tissue in the helix. Hence the lead was explanted, and a new lead was implanted.